Manufacturer narrative:
E1: (B)(6) clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had the tip of the bent brush caught in the suction valve and it could not come off. Also the tip of the brush bent and remained in the channel during the last time cleaning. The malfunction occurred during a diagnostic endoscopic examination.there were no reports of patient harm.

Manufacturer narrative:
B5: no additional information received from customer. The serial number has not been provided by the customer. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.